Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket had been overstocked with medications. A field service engineer (fse) dialed into the system and launched the hardware test application, selecting pocket 2.1/d4. An attempt was made to open the lid remotely, while the customer was instructed to pull up on the lid simultaneously. This coordinated effort successfully opened pocket d4. Afterward, the fse rebooted the station to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 pocket d4 failed to open and maintenance required. The customer rebooted the station and attempted to recover storage space, but the same issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.